Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer removed the endoscope from the arm and then placed it on the metal table. After that, the customer heard a crack sound and observed a spark from the proximal end of the endoscope (the handle part of the endoscope). A crack sound and a spark occurred at the same time and last for about 1 - 2 seconds long. The endoscope was still plugged in when the cracking and sparking issues happened. There was no burn mark or any damage to the proximal end of the endoscope. There were other instruments on the table when the endoscope was placed on the table. The endoscope exhibited a vision loss. After the customer reseated the endoscope on the endoscope controller (ec), the issue did not reoccur. The general humidity setting in the operating room was about 25%. The endoscope will not be returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 0-degree endoscope was inspected prior to use with no issue. When the endoscope was removed from the patient¿s body and placed on the table, customer heard a crack sound and observed light (spark) from the proximal end. The endoscope will not be returned.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the material of the operation room's floor was concrete, and a vinyl sheet is used on top of the concrete. When the endoscope vision loss happened, the led light on the endoscope controller was on. The table where the endoscope was placed on was covered with a cloth.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse confirmed no issue with the system or the referenced endoscope. The fse was not able to confirm or reproduce the customer report of spark on the endoscope as well as the noted loss of display. The endoscope was working normally. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that after successfully completing a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the customer observed an alleged "spark" at the endoscope tip. It was further reported that the endoscope displayed image was lost after the endoscope was removed from the universal surgical manipulator (usm) arm. The customer received phone assistance from the technical support engineer (tse). The tse instructed the customer to reseat the endoscope to the endoscope controller (ec) and the endoscope image normalized. The tse reviewed the system logs and confirmed error code 45311 indicating loss of left endoscope video to the ec. No further error was reported. No known impact or patient consequence was reported.